Event description:
(B)(4). Initial report received on (B)(6) 2007 and follow up received on (B)(6) 2007: this non-serious spontaneous report was received from a consumer via our affiliate in (B)(4). This report involves a female pt who was administered sculptra (poly-l-lactic acid) (dosage, indication and therapy dates not indicated). No medical history or concomitant medications were indicated. A consumer reported that she used sculptra and has experienced nodules in her face. No further info was provided. A ptc (product technical complaint) has been initiated for this report. (B)(4). Global ptc results: brr (batch record review) without hint to root cause. No faults, defects, damage detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(6). The review of the DHR (device history report) and of the analytical results of these batches didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.